Event description:
It was reported that this pacemaker was part of a system revision due infection with sepsis. There were no additional adverse patient effects reported. The patient was treated with intravenous antibiotics. The pacemaker was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory additional information from product investigation indicates that the implanted device passed all electrical testing and confirmed proper device function. If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery and the additional intervention performed by the use of intravenous antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due infection with sepsis. There were no additional adverse patient effects reported. The patient was treated with intravenous antibiotics. The pacemaker was explanted.